Event description:
It was reported that the patient presented to the clinic after a vibratory alert was delivered my the implantable cardioverter defibrillator. Upon integration it was revealed that the device was in backup operation due to electromagnetic interference (emi). Several attempts were made to establish communication with the programmer for reset; however all were unsuccessful. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of failure to interrogate and reset anomaly were confirmed. The device was above elective replacement indicator (eri) when received. Review of the device image showed the device had entered bvvi mode due to a por (power on reset). The cause of por to due to an external source of electromagnetic energy. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.